Event description:
The pt complained to the surgeon of wound discomfort approx 4 weeks post op. The surgeon explored the would to check for infection and found the suture material present. The surgeon questioned if a nonabsorbable suture had been dispensed/used instead. The pt had no further reported problems.